Manufacturer narrative:
Continued d.10. Concomitant therapies: juvéderm® volift¿. Continued h.6. Type of investigation code: b15, b18, b20. Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe has been discarded. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of infection with h.pylori, deemed not device related is considered an unexpected adverse drug experience.

Event description:
Healthcare professional (hcp) reported injecting a patient the t1 with juvéderm® volux¿ and another juvéderm® volux¿ into c2, jw1. Patient also was injected in the ck1 ck3 ck4 with juvéderm® voluma¿, in the jw with juvéderm® volift¿, in the lips with juvéderm® volbella¿ with lidocaine. Two months later after infected with e. Pylori and treated for the infection (deemed not device related), patient developed inflammation in the cheekbone and days later the lips are also inflamed. Patient was treated with zamene 30 + ciprofloxacine 500 + urbason + dexametasona in order to speed up resolution. Symptoms resolved three months after date of onset. This is the same event and the same patient reported under MDR ID# 3005113652-2023-00309 (allergan complaint #(B)(4)), MDR ID# 3005113652-2023-00308 (allergan complaint #(B)(4)), MDR ID# 3005113652-2023-00310 (allergan complaint #(B)(4)), MDR ID# 3005113652-2023-00311 (allergan complaint #(B)(4)). This MDR is being submitted for the suspect product, juvéderm® volbella¿ with lidocaine.